Event description:
Healthcare professional reported "rupture/deflation¿ via MRI. This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b3, b6, d2a, d2b, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported, "rupture/deflation¿. This record is for the right side. Device was explanted.